Event description:
Hill-rom received a report from the account stating that the front wheel came off the lift. The lift was located on the second floor at the account. There was no patient /user injury reported. This report was filed in our complaint handling system as complaint #: (B)(4).

Manufacturer narrative:
The hill-rom tech found that the front castor came off the lift (due to a broken fork). A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unk if the facility performs preventative maintenance on their lifts. The hill-rom tech replaced the front wheel to resolve the issue. Based on this info, no further action is required.